Manufacturer narrative:
(B)(4). Concomitant medical products: item #00630506040 liner standard lot #62744131. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02687.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, approximately 5 years post op the patient was revised due to pain and elevated metal ion. The liner and head were revised.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown avenir stem, unknown cup. Reported event was considered confirmed as visual examination and photographs showed discoloration on the heads taper surface as well as the sem analysis showing elevated levels of cr, mo, and o with possible corrosion products. Radiographs also showed possible fractured screw involving the left acetabular cup. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.